Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported that their blood glucose (bg) levels were impacted; however, no specific bg values were provided for the past occlusions. Due to the occlusion being in the past, troubleshooting to determine the source of the occlusions was unable to be performed.